Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder repair, the surgeon was having some usage issues with a mitek ideal suture shuttle that led to an extended and open repair. It appears that the surgeon was having difficulty penetrating the soft tissue with the suture shuttle, approximately 10 minutes to place the shuttle. At this point the shuttle was not visible under the scope; surgeon decided to remove it from the shoulder, the removal required some force and was done with some difficulty, with the end result of having the distal portion of the shuttle break off into the joint. At this point in time, the surgeon went open to find and facilitate the removal of the broken fragment. The procedure was concluded successfully, open, without further issue. One hour was added onto the procedure.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. Awaiting receipt.

Manufacturer narrative:
The complaint device was received and visually evaluated, both with the naked eye and under magnification. The device is in the complained about condition, distal tip broken away from the shaft; other than this, the device has no other damage or anomalies. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint; our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. We can take from the event narrative that for whatever reason, the surgeon was having difficulties managing the device, was using it without visualization, and was retrieving it through the tissue, also without visualization and with difficulty. Outside of attributing this event to technique, a user issue, we cannot discern any other root cause for the device¿s failure. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.